Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose of 450mg/dl and the paramedics were called. The customer experienced nausea and vomiting for several days. It was stated that the customer had sore throat, caused by gastric acid. Troubleshooting was performed. The time, date, and bolus wizard were correct. The high pressure and self test were performed and they passed. Instructed the caller to change the entire infusion set. It was stated that the customer had an infection in the body. Then the mother called back and stated that the customer's blood glucose had increased again up to 500mg/dl. The caller did not feel comfortable with the insulin pump and requested the device be replaced. No further information was provided.